Manufacturer narrative:
Tandem technical support reviewed pump data, and did not see any alerts, or alarms, but noticed that the basal rates recorded by pump activity logs did not match time segment basal rates under personal profiles at time of upload. The customer¿s contact indicated that the healthcare provider (hcp) has frequently recommended basal rate changes in an attempt to get bg levels under control. Recommendation was made that the customer consult with their healthcare provider about medications and other factors which may affect bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been fluctuating for the last couple of weeks. Customer woke up with bg levels of 66mg/dl, which were treated by drinking orange juice. Customer has been on different medications, and has had some hormone changes, but wanted to make sure that the pump was functioning as intended. The customer's current bgs are 114mg/dl.